Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pregnancy with contraceptive device ('pregnancy with essure') in a (B)(6) year old female patient who had essure (batch no. 626277) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's medical history included multigravida and parity 3 (((B)(6) 2003, (B)(6) 2006, (B)(6) 2008)). Concurrent conditions included dysplasia, hpv positive oropharyngeal squamous cell carcinoma, asc-us, metrorrhagia, hemoptysis, uterine bleeding, perineal pain, adnexa uteri pain, uterine tenderness, uterine cervical motion tenderness and dyspareunia. Concomitant products included ethinylestradiol; etonogestrel (nuvaring) and ibuprofen. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2008, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 10 months 21 days after insertion of essure. In 2009, the patient experienced menstrual disorder ("the worsening of my abnormal menstrual cycles"). In 2010, the patient experienced abdominal pain lower ("cramping") and back pain ("back pain"). In 2012, the patient experienced pelvic pain ("severe and persistent pelvic pain"), insomnia ("insomnia") and gait disturbance ("trouble walking due to pain"). In 2014, the patient experienced depression ("depression"). On an unknown date, the patient underwent oophorectomy ("oophorectomy"). Essure treatment was not changed. At the time of the report, the pelvic pain, pregnancy with contraceptive device, menstrual disorder, abdominal pain lower, back pain, insomnia, gait disturbance, depression and oophorectomy outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 3, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered abdominal pain lower, back pain, depression, gait disturbance, insomnia, menstrual disorder, oophorectomy, pelvic pain and pregnancy with contraceptive device to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2008; (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2008: results: fallopian tubes appear occluded bilaterally. Pregnancy test urine - on (B)(6) 2013: neg. Ultrasound pelvis - on (B)(6) 2018: heterogeneous septated uterus. Subtle lucent focus in the posterior myometrium likely represents cystic or necrotic change within a small fibroid. Crescent-shaped echogenicities in the superior fundus, most likely representing coils, in the isthmic portions of the fallopian tubes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received-new reporter and surgery type were added. Seriousness criteria updated for pregnancy to non serious. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.